Event description:
It was reported the patients (twin infants) received the following results:120 mg/dl and 150 mg/dl, but showed symptoms of shock. They were taken to the hospital, where it was confirmed as hypoglycemia. The glucose results are unknown. They were treated with unknown treatment in the hospital and were not hospitalized.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.